Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally entered two dinner meal announcements approximately ten minutes apart while drowsy after sleeping most of the day, then ate several cookies, and observed blood glucose around 188 mg/dl trending downward; no alarms or alerts were reported and no hospitalization occurred. Symptoms included hyperglycemia without acute complications. Outcomes included no long-term or serious impact and no medical intervention beyond self-management. Investigation included review of the case details and trend assessment with user counseling on monitoring and appropriate treatment if glucose trends lower. Investigation of this case revealed that the event was attributable to user input error related to duplicate meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most probable causes.